Manufacturer narrative:
No product has been returned for evaluation, radiographs provided to confirm the alleged event. It is unknown if patient followed post-operative restrictions. Labeling review: "...potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation..." "...warnings, cautions and precautions: if healing is delayed, or does not occur, the implant may eventually loosen..." "...patient education:the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen..." "...post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration well as to other complications..."

Event description:
On (B)(6) 2020 a patient underwent a spinal procedure from the c5-c7 levels. During a routine post-op follow up it was discovered via xray that multiple screws had pulled out through the implanted plate at the c5 and c6 levels. As per reporter pre the discovery the patient was asymptomatic. Patient underwent a revision procedure to remove hardware and no additional construct was implanted.